Event description:
It was reported that the pump was alarming no disposable. The pump had been silenced, reviewed settings, and attempted to close the clamp and were unable to do so. The pump had been powered off. A continuous infusion rate of 2.2 ml per hour had been programmed, with a total reservoir volume of 11.4 ml and a given volume of 88.65 ml. There was no patient harm or no patient injury, and the event occurred while in use with patient at patient's home.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.